Event description:
The surgery center reported that a laser vision correction patient developed uveitis on right eye (od) at 2 week post op exam. The patient described waking up with pain and blurry vision on the right eye on the 12th day after a laser treatment but had become better since. Topical steroid dosage was increased to treat the uveitis. There was no loss of best correct visual acuity (bcva) and the event was not lasting and disabling, significantly interfering with daily activities. The surgery center reported the patient was scheduled for additional post-operative appointments but has not committed to the scheduled appointments.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.